Manufacturer narrative:
(B)(4). Guide wire/fdw selection and indication for use. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted the emboshield nav6 embolic protection system instructions for use (IFU) states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Also, it should be noted that the IFU states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the procedure was to treat a popliteal artery. An emboshield nav6 was prepped and then the bare wire was removed. The filter was advanced onto an ironman guide wire and advanced to the lesion when the filter floated off the wire and migrated to the tibia at the foot area. A snare device was not long enough to retrieve the filter so the patient was taken to surgery to remove it. There was no additional information provided.